Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2 mg/ml morphine at a dose of 1.5 mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported by the patient's managing hcp that the patient was admitted to the hospital for a fall and was hallucinating. The patient was admitted to the hospital for the fall and was not hallucinating on admission. The managing hcp was to decide if he wanted the pump adjusted. The patient fell on (B)(6) 2017. As an intervention the managing hcp ordered a 50% reduction of morphine. The patient's dose was reduced to 0.75 mg/day. The patient was alert and oriented at the time. The patient's medical history included fbss, pump/catheter revision, htn high cholesterol, skin cancer, depression, and anxiety. Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient was set to be discharged from the hospital on (B)(6) 201. The rep had no further information at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.